Manufacturer narrative:
The tech replaced the power cord to repair the bed.

Event description:
While performing preventive maintenance on the bed, the tech found there was no ground reading from the power cord.